Event description:
A remstar auto series a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed evidence of visible foam particles or degradation. Additionally, the service technician also noted an error code (e-55: err_therapy_queue_full, e-61: err_pll_unlocked and e-66: err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.